Manufacturer narrative:
(B)(4). Sw 4.11d. Retainer ring = black. Customer complained about the unit having high bgs and unit was stuck in the sensor demo screen on event date of (B)(6) 2020. Insulin pump received with stuck button alarm after battery insertion and no button response on all buttons. The history download was successful using thus software. In the pump history, the date and time logged was (B)(6) 2020. 19:59:44.000. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to unresponsive keypad. Cut open unit and found that j1 on pcba 1 had severe corrosion on pins 1-3, 7-9, 13-15. Swapped with a test pcba 1 and the keypad was functional. The history download was successful using thus software. The customer also had a few occurrences of stuck button alarm, one is on (B)(6) 2020 19:59:23.000. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with pillowing keypad overlay, scratched/peeling/fading end cap address label, cracked battery tube area and scratched case. Unit received with severe corrosion on keypad traces, corrosion on force sensor assembly, moisture damage on motor assembly, moisture damage on lcd assembly and moisture damage on pcba 2 not during visual inspection. Unit was confirmed for stuck button alarm and unresponsive keypad due to severe corrosion on j1 (solder deteriorated and was shorting neighboring pins) on pcba 1. High bgs and the sensor demo feature could not be confirmed since the unit had unresponsive keypad and was cut opened. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and unresponsive keypad. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.